Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine would not turn on and no power to device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had a black screen. A field service engineer (fse) removed the back panel from the main and auxiliary cabinets and found that the full height auxiliary drawer 5 was preventing the entire station from powering on due to faulty controller boards. Replaced both the module and drawer controller boards, reassembled the device, and rebooted it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.